Event description:
(B)(4). Event occurred in the united states. It was reported that between (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector while the infusion set was not used. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.